Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and the bolus button was inoperable. This report is made based on the results of evaluation completed on 06/16/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/16/2015 with the following findings: the pump battery compartment was observed to be cracked below the pump bumper pad. The battery cap was inserted and was able to fully tighten to the pump. When the pump was powered on the bolus button was noted to be inoperable. The bolus button was disassembled and the contact was noted to be damaged. Unrelated to the battery compartment crack and bolus button issues, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.